Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is in response to medwatch (B)(4).

Event description:
Procedure performed: lap repair of incarcerated l lumbar hernia. A plastic piece broke off the handle of the scissor during surgery. The device was replaced and the case was completed. No patient injury occurred. The device is available for return. It was unknown what was occurring at the time that the unit broke. Limited information was available. Medwatch (B)(4) received via mail on tuesday, 30apr2019: "plastic piece broke off the handle of the laparoscopic scissors during a left lumbar hernia procedure." Patient status: no patient injury occurred. Type of intervention: the device was replaced and the case was completed.

Event description:
Procedure performed: lap repair of incarcerated l lumbar hernia. A plastic piece broke off the handle of the scissor during surgery. The device was replaced and the case was completed. No patient injury occurred. The device is available for return. It was unknown what was occurring at the time that the unit broke. Limited information was available. Medwatch 4900240000-2019-8065 received via mail on tuesday, 30apr2019: "plastic piece broke off the handle of the laparoscopic scissors during a left lumbar hernia procedure." Patient status: no patient injury occurred. Type of intervention: the device was replaced and the case was completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection determined that the insert ring was missing from the handle, which confirmed the complainant¿s experience that a component had detached from the handle. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The insert ring is designed to be removable from the handle to accommodate users of different hand sizes. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 4900240000-2019-8065.